Event description:
During an endoscopic banding procedure, the physician used a wilson cook six shooter saeed multi-band ligator on an olympus gif-160 endoscope with an outer diameter of 8.6mm. After successfully firing all of the bands, the barrel of the mbl-6-xl fell off into the patient's stomach. At the physician's discretion, the barrel was left to pass naturally. Post procedure no injury to the patient was reported.